Manufacturer narrative:
Further device and customer information is unavailable at this time.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unavailable.

Event description:
Manufacturing reference number 1627487-2021-01497 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-01497 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.